Event description:
The customer reports large (fp) wbc and large (fp) nitrite on pts both visually and instrumentally. Antibiotics were administered based on result suspect uti but no harm to pt was reported.

Manufacturer narrative:
Customer states that they do not run controls so they do not know if the strips are reporting correctly or not. Customer maintains the reagent strips may have become deteriorated and should have been discarded. Strip lot expired april 2012. Deteriorated strips will report fp on both wbc and nitrite and if they ran qc then they would have detected it. Customer was asked about the cleaning of the test table but refused to discuss stating it was not instrument issue. Customer was advised that controls needed to be run to verify strip performance.